Manufacturer narrative:
D9. Date returned to mfg: 21-mar-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, "pump failed dso (downstream occlusion) calibration test", was not verified by functional testing. The cause could not be duplicated. Performed a standard preventative maintenance. Cadd solis/legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed downstream occlusion calibration testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.